Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please correct this report 2017865-2015-00107, this event should not have been reported as a medical device report (MDR).

Event description:
It was reported that a pacemaker dependent patients ventricular lead exhibited noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.